Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. Electrode 1 and both thermocouples met specifications during electrical testing with no open or short circuits detected. In addition, the magnetic sensor met specifications during electrical testing with no short circuits detected and the 10-pin connector eeprom met programming specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue remains unknown.

Event description:
During a supraventricular tachycardia procedure, there was a communication issue with the catheter that resulted in a delay. When trying to reset the contact force, an amber light appeared. The tactisys quartz system was rebooted, and the catheter was unplugged, but the amber light remained. There were no error messages appearing on the system. A new catheter was opened, but the amber light still appeared. The tactisys quartz system was replaced, and then there were no errors on the reset light. The original catheter was then inserted in the patient, but then the catheter could not be visualized on the ensite x system and there were no signals on the workmate claris system. The cables were reconnected, and the ports on the amplifier were switched. The entire ensite x system was then restarted, and a new study was opened, but the issue did not resolve. The second catheter that was opened was then attempted once again and the catheter was able to be visualized and the procedure was completed with no adverse patient consequences.